Event description:
The customer reported an inability to acquire a 3 and 12 lead ECG. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported an inability to acquire a 3 and 12 lead ECG. There was no negative patient impact. The device and accessories were sent to the philips bench for evaluation. The reported symptom could not be reproduced. The reported symptom could not be reproduced. No parts were replaced. The device passed all testing and was returned to the customer. The reported symptom could not be reproduced and therefore we are unable to determine the cause of the malfunction.